Manufacturer narrative:
Citation: rudzinkski p et al. Transcatheter valve-in-valve implantation in a degenerated mitral bioprosthesis using a trans-septal anterograde approach and 3-d transesophageal echocardiography guidance. The journal of heart valve disease 2016;25:90-92. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6)-year-old female patient who received a medtronic hancock ii mitral bioprosthetic valve (serial number not provided) in 2006. Approximately ten years post valve implant the patient presented with chronic heart failure that included shortness of breath, weakness and a decline in exercise tolerance. Echocardiographic assessment confirmed severe mitral stenosis. The patient then underwent a transcatheter valve-in-valve implantation (tviv) using transfemoral venous access, a trans-septal anterograde approach and transesophageal echocardiography (tee) for guidance. A non-medtronic transcatheter valve was successfully implanted within the stenotic, degenerated, calcified mitral bioprosthesis. Post-procedural tee confirmed correct valve positioning with no paravalvular leak. The patient¿s further hospitalization was uneventful and after one week she was discharged home in a stable condition. No additional adverse patient effects or product performance issues were reported.